Manufacturer narrative:
Evaluation of the returned rhv confirmed that the luer connector was detached from the rhv body. If the rhv is forcefully manipulated during use, damage such as this may occur. The cat7 used in the procedure was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 7 (cat7). During the procedure, the physician was using the cat7, and the portion of the rotating hemostasis valve (rhv) that connected to the cat7 separated from the rest of the rhv. The physician was able to complete the procedure by connecting the tubing directly to the same cat7. There was no report of an adverse effect to the patient.